Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The nvram was evaluated and identified as the probable root cause. A quote for repair was issued to the customer. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.